Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post operation implantable pulse generator (ipg) exhibited failure to pace and oversensing with noise the ipg was reprogrammed and remains in use. It was also reported that the right ventricular (rv) lead exhibited high impedance, failure to pace and intermittent oversensing. The right atrial (ra) lead exhibited pacing failure and intermittent oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were explanted and replaced.